Event description:
After successfully intubating a patient in the cardiothoracic ICU, the team was unable to separate the mask from the resuscitation bag to ventilate and oxygenate via endotracheal tube. The team was able to resume ventilation and oxygenation with a new resuscitation bag.